Event description:
Drain broke. Customer states: j-vac drain in the pt's spinal incision broke off in two equal pieces when rn was removing the drain. No resistance was met during the removal. The edge portion looked "cut". Surgeon was notified immediately and pt went back to surgery on 8/21/97 to remove the portion still retained in the incision site. Pt discharged from hospital on 8/24/97 with no other known complications.

Manufacturer narrative:
Ethicon will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.